Event description:
Used in left renal. The stent deployed to 11 atm with nice results. However since reference lumen was larger than stented segment. So the doctor decided post dilate the stent to make it more uniform. In doing so, ended up deforming stent so another stent was placed. No negative pt issues reported.